Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the apical cuff and the pump could not be confirmed, and a specific cause for the reported bleeding could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the IFU also states that during implant, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a leak was noted around the apical cuff holder and the pump, sorted after blood transfusion and adding the umbilical ties. Per the surgeon, additional sutures, bio glue, and pericardial patch were added with 2 umbilical ties between the apical cuff and pump. The patient became stabilized after the intervention and blood product transfusion. This event resulted in a longer waiting time to assure the bleeding resolved before closing the chest and hemostasis. Pump performance during the procedure was optimal.